Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. As received, the monitor would not boot up past blue screen. Upon evaluation, the monitor exhibited a flash memory failure at bga components u100 and u101 on the c/a board. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.